Event description:
According to the reporter, the cuff was connected to the ventilator and tested prior to use. It was reported that 3-5cc of pressure was used to inflate the cuff. The cuff inflated/deflated during pre-test. There was a leak from the cuff. The internal balloon had moisture and when the patient was on the ventilator, a leakage alarm appeared. The patient required reintubation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.